Event description:
The end users family member alleges pt was sitting in the lift chair when they developed a red mark on their left buttocks. The family member alleges pt has an incontinence problem and sits in the lift chair bare bottomed to air out. The end user sustained a second degree burn with no further treatment.